Event description:
During a mitral valve replacement/maze procedure, the pt was hemodynamically unstable throughout the entire case. The pt immediately went on bypass pump due to a severe medication-related allergic reaction which caused hemodynamic changes. Throughout the procedure, the pt's abdomen became increasingly distended. Subsequent drainage from the abdomen yielded many cc's of clear fluid. A medtronic tissue valve was implanted in the mitral position. The pt was in chronic af in which the physician wished to treat. The pt subsequently came off bypass pump and heart chambers completely filled. The left atrium was sized and a ultracinch device was used. With approximately 2 minutes remaining in a 9 min algorythm, the physician instructed the ablation unit be stopped. The ultracinch device was removed and the pt began to bleed into the chest cavity. The pt was placed back on the bypass pump and the physician began to suture the left atrium. The pt continued to bleed into chest cavity and the pt expired several hours later.

Manufacturer narrative:
St jude medical is attempting to obtain add'l info regarding this event. A follow-up report will be submitted upon completion of our investigation.